Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a software detected alarms. Customer was able to clear the alarm and was able to complete insulin pump rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.